Event description:
Dr wanted to use size 5 bearings with a size 5 femoral component and a size 4 tib tray. The mobile bearings would not fit, into the groove on the tib tray and he had to use size 4 bearings. Two size five bearings were wasted and will be returned for investigation. The problem extended the surgery 20 minutes.